Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 22mm amplatzer amulet left atrial appendage occluder was selected for implant on an (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. The patient's left atrial pressure was over 12mmhg. The patient's activated clotting time (act) levels were in the target range of 250 sec. Transseptal puncture was inferior mid. A possible trace pericardial effusion may have been present prior to the procedure. During the procedure there were two wire exchanges. The device was implanted. On (B)(6) 2024, the patient presented with a trace pericardial effusion. The patient experienced mild chest pain. The decision was made to keep the patient overnight for monitoring. No intervention was required to treat the pericardial effusion. It was unknown what caused the pericardial effusion, however the user did not believe that it was due to the device.

Manufacturer narrative:
An event of pericardial effusion within 48-hours of device implant and mild chest pain was reported. Information from field indicated the patient was monitored overnight and no intervention was required to treat the pericardial effusion. Based on the information received, the cause of the reported incident could not be conclusively determined. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.